Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 13818-01. This product was used for the product code, and 501k.

Event description:
A complaint was received regarding a 25 units of spiros® closed male luer that experienced leakage during patient use. The following issue was reported by the customer: ¿during subcutaneous administration of the monoclonal antibody daratumumab, product leakage from the valve (laterally) and subsequent spillage into the patient's skin occurred¿. There was no report regarding patient impact. The incident was reported to the (B)(6).